Event description:
A customer reported that an abo mistype occurred on the galileo.

Manufacturer narrative:
Upon review of the image files, it appeared there was anti-a reagent present in the anti-b test well. There was strong agglutination with a slight tint of green color around the agglutinin. The customer was advised to check the reagent probe syringe for tightness and monitor the reagent probe for signs of dripping, even when idle.